Manufacturer narrative:
Additional information: it was reported that the system was functioning normally and the suction would track with the testing. A procedure has been performed with the suction and it tracked normally.

Manufacturer narrative:
Patient sex not available from the site. Patient weight not available from the site. Unique device identification(UDI) is not available. Device manufacturing date is unavailable. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that the straight suction was intermittently tracking. Site attempted to add 4 more points to help regain better accuracy, but could not obtain below 6 mm accuracy. The site then retraced the patient and were able to proceed but still had accuracy issues. The site moved the emitter to attempt to troubleshoot. There was no patient impact reported and there was a delay of less than 1 hour.